Event description:
Urethral bulking implant material was observed in the pt's bladder when the dr checked the pt to determine why her symptoms remained unimproved. The dr observed complete expulsion of the material into the bladder. No further info or complications have been reported.